Manufacturer narrative:
Manufacturing date corrected. An event regarding difficulty tensioning a dall miles cable was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the subject manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the tension of the cable could not be tightened properly during medical procedure. The surgeon used another cables and they were able to tighten properly. There was no problem for the tensioner.

Event description:
It was reported that the tension of the cable could not be tightened properly during medical procedure. The surgeon used another cables and they were able to tighten properly. There was no problem for the tensioner.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).